Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. Review of device history review for work did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The device history record assembly report from oracle was verified and there was not scrap related with reported event, all devices were conformance during manufacturing process. According to the information gathered during the device history record review, there is enough evidence to support that devices from work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: possible adverse events: potential adverse events that may occur with silicone gel-filled breast implant surgery include:implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported a left side swelling and capsular contracture, baker grade iii-IV. This medwatch is for the left side. See MFR # 9617229-2017-00428 for the right side.